Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The procedure presented with difficulties during the transseptal puncture. After the puncture, a portion of the septal muscles may have been caught. The procedure was started. The first xtw clip was implanted on anterior and posterior leaflet segment 2 (a2p2) and the second xtw the most medial clip. The final result was a slight regurgitation between the clips, a gradient of 3 mmhg, and an mr grade of <1. After removing the steerable guide catheter (sgc) from the left to right atrium through the septum, an abrupt fall occurred. This slippage of the sgc resulted in an injury to the right atrium wall. A pericardial effusion developed in the right ventricle, requiring pericardiocentesis. The patient presented hemodynamic stability after drainage. The patient remains stable and under medical supervision. The physician suggested to insert a guide wire before removing the sgc for future cases.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement (sgc had an abrupt fall). The reported tissue injury and pericardial effusion appear to be related to the unintended movement of the sgc. Tissue injury and pericardial effusion are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the pericardial effusion required pericardiocentesis.